Event description:
It was reported to medtronic minimed that the customer experienced hypoglycemia along with blank display, damage (physical or cosmetic) and pump did not accept batteries. The customer reported hypoglycemia, coma treated with glucagon, ems/ambulance/ER visit, hospitalization: overnight stay, glucagon, ems/ambulance/ER visit, hospitalization: overnight stay, IV insulin drip (intravenous insulin infusion), IV insulin drip (intravenous insulin infusion). The event involved product(s) mmt-242a, mmt-1880, mmt-7040a, mmt-332a. Troubleshooting was performed and customer reported low bgs, a blank display and physical damage (pump did not accept batteries). No further patient complications were reported. No product return is required for mmt-242a. Mmt-1880 was requested and customer response was the device will be returned. No product return is required for mmt-7040a. No product return is required for mmt-332a. Customer was using the insulin pump system within 48 hours of the reported event. Customer was using the auto mode/smartguard feature at the time of the event.

Manufacturer narrative:
This MDR related to the puerto rico manufacturing site has been assigned a medwatch number from the medtronic minimed northridge site, per variance 5. Currently it is unknown whether or not the device may have caused or contributed to the event as no product has been returned. The device will be returned for analysis and further information will follow once the analysis has been completed. No conclusion can be drawn at this time. Medtronic submits this report to comply with FDA regulations 21 cfr parts 4 and 803. Medtronic has made reasonable efforts to provide as much relevant information as is available to the company as of the submission date of this report. This report does not constitute an admission or a conclusion by FDA, medtronic, or its employees that the device, medtronic, or its employees caused or contributed to the event described in the report. Any required fields that are unpopulated are blank because the information is currently unknown or unavailable. Medtronic will submit a supplemental report if additional relevant information becomes known.

Manufacturer narrative:
Additional information which was received and not included in the initial report is provided in sections b5, h7 and h9 with this report. The pump was received with a cracked case-corner of belt clip rails near the battery tube compartment. The pump was also received with a critical pump error (open book image) alarm. No blank display noted. Unable to verify failed battery alert/battery failed alarm, sensor glucose/blood glucose (sg/bg) anomaly, absence of high/low alert and perform the functional tests, including the self test, sleep current measurement, active current measurement, rewind test, prime/seating test, basic occlusion test, occlusion test, force sensor test, displacement test and dat due to critical pump error (open book image) alarm. Successfully downloaded pump traces and history file using thump. Unable to upload pump to carelink due to critical pump error (open book image) alarm. Please see below for the date range listed in the formatted history file. The formatted history file lists data from (B)(6) 2024 to (B)(6) 2024. There was no data available to verify unexpected alarms/suspends and bolus/basal delivery for the event dates of 26-apr-2024 (primary complaint) and (B)(6) 2022. There was no data available to verify failed battery alert/battery failed alarm in the formatted history file. Unable to test for sensor glucose/blood glucose (sg/bg) anomaly and absence of high/low alert due to critical pump error (open book image) alarm. Sensor glucose/blood glucose (sg/bg) anomaly and absence of high/low alert were unknown. Please see below for pump errors/alarms noted 1 week prior surrounding the date of (B)(6) 2024 listed in the formatted history file.  Lostsensor1alert (780) was recorded and found in the formatted history file on: on (B)(6) 2024 20:27:00.000 on (B)(6) 2024 08:03:00.000 on (B)(6) 2024 18:10:00.000 unable to test for lost sensor alert due to critical pump error (open book image) alarm. Lost sensor alert was unknown. Pump error 61 alarm was recorded and found in the formatted history file on: on (B)(6) 2024 02:10:08.000 on (B)(6) 2024 02:13:54.000 on (B)(6) 2024 02:19:14.000 on (B)(6) 2024 02:58:42.000 on b)(6) 2024 03:05:34.000 unable to test for pump error 61 alarm due to critical pump error (open book image) alarm. Pump error 61 alarm was unknown. Insert battery alarm was recorded and found in the formatted history file on: (B)(6) 2024 21:22:05.000 on (B)(6) 2024 09:25:55.000 power management graph was successfully generated. The power management tool confirmed the unloaded voltage (ul vlith) and loaded voltage (loaded vlith) were within spec range. Insert battery alarm was expected since the battery was removed from the pump. Critical pump error (open book image) alarm and pump error 35 alarm confirmed in the formatted history file on (B)(6) 2024 18:06:01.000 and (B)(6) 2024 18:16:00.000. The pump was cut open to perform visual inspection and found corrosion on the pcba 1, pcba 2 and force sensor. No corrosion or moisture damage found on the motor and vibrator assembly noted. Perform brush cleaning with the isopropyl alcohol the moisture damage areas and reinstalled the original electronics, case, internal battery and motor. The critical pump error occurred during testing. In conclusion, critical pump error (open book) and pump error 35 alarm found in the formatted history file due to corrosion on the pcba 1, pcba 2 and force sensor. The pump was received with the original battery cap with a missing metal contact. The pump was received without a battery installed. Test p-cap and reservoir locked properly into reservoir compartment during testing. The following were noted during visual inspection: a stained keypad overlay and a scratched case. Battery cap contact missing/damaged was confirmed. Cosmetic damage was confirmed at the back of the pump during analysis. Unable to verify customer alleged for low bgs and sensor glucose/blood glucose (sg/bg) anomaly. Blank display was not confirmed. However, unable to perform the required testing, verify failed battery alert/battery failed alarm, verify absence of high/low alert, upload pump to carelink due to critical pump error (open book image) alarm. Critical pump error (open book image) alarm confirmed due to fatal alarm pump error 35. Critical pump error (open book image) alarm and pump error 35 alarm confirmed due to corrosion on the pcba 1, pcba 2 and force sensor. Medtronic submits this report to comply with FDA regulations 21 cfr parts 4 and 803. Medtronic has made reasonable efforts to provide as much relevant information as is available to the company as of the submission date of this report. This report does not constitute an admission or a conclusion by FDA, medtronic, or its employees that the device, medtronic, or its employees caused or contributed to the event described in the report. Any required fields that are unpopulated are blank because the information is currently unknown or unavailable. Medtronic will submit a supplemental report if additional relevant information becomes known.

Event description:
Battery cap recall details were added with this report.

Manufacturer narrative:
Customer returned pump for an alleged blank display, failed battery alert/battery failed alarm, cosmetic damage located at the back, ems dispatched and was hospitalized for diabetic coma, low bgs found on (B)(6) 2024. On (B)(4), svn#: (B)(4)- customer returned pump for an alleged sensor glucose/blood glucose (sg/bg) anomaly and absence of high/low alert found on (B)(6) 2022. The pump was received with a cracked case-corner of belt clip rails near the battery tube compartment. The pump was also received with a critical pump error (open book image) alarm. No blank display noted. Unable to verify failed battery alert/battery failed alarm, sensor glucose/blood glucose (sg/bg) anomaly, absence of high/low alert and perform the functional tests, including the self test, sleep current measurement, active current measurement, rewind test, prime/seating test, basic occlusion test, occlusion test, force sensor test, displacement test and dat due to critical pump error (open book image) alarm. Successfully downloaded pump traces and history file using thump. Unable to upload pump to carelink due to critical pump error (open book image) alarm. Please see below for the date range listed in the formatted history file. The formatted history file lists data from (B)(6) 2024 to (B)(6) 2024. There was no data available to verify unexpected alarms/suspends and bolus/basal delivery for the event dates of (B)(6) 2024 (primary complaint) and (B)(6) 2022. There was no data available to verify failed battery alert/battery failed alarm in the formatted history file. Unable to test for sensor glucose/blood glucose (sg/bg) anomaly and absence of high/low alert due to critical pump error (open book image) alarm. Sensor glucose/blood glucose (sg/bg) anomaly and absence of high/low alert were unknown. Please see below for pump errors/alarms noted 1 week prior surrounding the date of (B)(6) 2024 listed in the formatted history file. Lostsensor1alert (780) was recorded and found in the formatted history file on: (B)(6) 2024 20:27:00.000, (B)(6) 2024 08:03:00.000, (B)(6) 2024 18:10:00.000, unable to test for lost sensor alert due to critical pump error (open book image) alarm. Lost sensor alert was unknown. Pump error 61 alarm was recorded and found in the formatted history file on: (B)(6) 2024 02:10:08.000 (B)(6) 2024 02:13:54.000 (B)(6) 2024 02:19:14.000 (B)(6) 2024 02:58:42.000 (B)(6) 2024 03:05:34.000 unable to test for pump error 61 alarm due to critical pump error (open book image) alarm. Pump error 61 alarm was unknown. Insert battery alarm was recorded and found in the formatted history file on: (B)(6) 2024 21:22:05.000 (B)(6) 2024 09:25:55.000 power management graph was successfully generated. The power management tool confirmed the unloaded voltage (ul vlith) and loaded voltage (loaded vlith) were within spec range. Insert battery alarm was expected since the battery was removed from the pump. Critical pump error (open book image) alarm and pump error 35 alarm confirmed in the formatted history file on (B)(6) 2024 18:06:01.000 and (B)(6) 2024 18:16:00.000. The pump was cut open to perform visual inspection and found corrosion on the pcba 1, pcba 2 and force sensor. No corrosion or moisture damage found on the motor and vibrator assembly noted. Perform brush cleaning with the isopropyl alcohol the moisture damage areas and reinstalled the original electronics, case, internal battery and motor. The critical pump error occurred during testing. In conclusion, critical pump error (open book) and pump error 35 alarm found in the formatted history file due to corrosion on the pcba 1, pcba 2 and force sensor. The pump was received with the original battery cap with a missing metal contact. The pump was received without a battery installed. Test p-cap and reservoir locked properly into reservoir compartment during testing. The following were noted during visual inspection: a stained keypad overlay and a scratched case. Battery cap contact missing/damaged was confirmed. Cosmetic damage was confirmed at the back of the pump during analysis. Unable to verify customer alleged for low bgs and sensor glucose/blood glucose (sg/bg) anomaly. Blank display was not confirmed. However, unable to perform the required testing, verify failed battery alert/battery failed alarm, verify absence of high/low alert, upload pump to carelink due to critical pump error (open book image) alarm. Critical pump error (open book image) alarm confirmed due to fatal alarm pump error 35. Critical pump error (open book image) alarm and pump error 35 alarm confirmed due to corrosion on the pcba 1, pcba 2 and force sensor. Medtronic submits this report to comply with FDA regulations 21 cfr parts 4 and 803. Medtronic has made reasonable efforts to provide as much relevant information as is available to the company as of the submission date of this report. This report does not constitute an admission or a conclusion by FDA, medtronic, or its employees that the device, medtronic, or its employees caused or contributed to the event described in the report. Any required fields that are unpopulated are blank because the information is currently unknown or unavailable. Medtronic will submit a supplemental report if additional relevant information becomes known.